Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, there is rotational and lateral movement in the lock, and a residue buildup is present. Since a patient injury is involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit has in worn condition, with minor movement present in the lock. To resolve the observed issues, all worn components will be replaced along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. The clamp was observed with having movement in the lock, but it did not move once under pressure. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a posterior cervical fusion procedure, the patient's head slipped during pinning causing a laceration which needed to be stapled. The surgical team used the same clamp to re-clamp the patient¿s head and no subsequent issues occurred. There was approximately a 30 minute surgical delay; however, there was no patient injury.